Manufacturer narrative:
Follow-up #1: a review of the complaint record indicated that the pump also had an intermittent power issue related to the cracked battery compartment.

Manufacturer narrative:
Device evaluation follow-up 2 submitted 09/11/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: battery compartment is cracked on threads above the pad and below pad, display is dim/fading/reddish, battery cap is damaged/stripped and will not secure properly in battery compartment, a test battery cap was used to verify steps.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).